Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient with a bi-v device presented in clinic due to feelings of fatigue. Upon interrogation, t-wave oversensing was noted on the surface EKG but was not present on any stored egms. Programming changes were recommended.